Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) , the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to disable bluetooth, close and re-open g5 application, which was unsuccessful. Dexcom representative next advised patient's mother to disable bluetooth again, close g5 application, reset smart device, re-open g5 application, which was unsuccessful. Dexcom representative next advised patient's mother to use the smart device's bluetooth settings to forget the transmitter and re-pair the devices, which was unsuccessful. Dexcom representative next advised patient's mother to insert new sensor with new transmitter, which was successful. No additional patient or event information is available.